Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery two (2) 4.3mm drill bits broke at the distal end. There was no prolongation of surgery. There is no additional information available at this time. This is report 1 of 2 for (B)(4).m

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 23. Sept. 2014. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was performed: the drill bits were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The cross section of the broken surface shows no irregularities; therefore it is believed that too much mechanical force well beyond its calculated design has been applied during insertion, which resulted in the breakage of the tips. Further investigation has shown that the cutting edges have heavy traces of wear. Please note; blunt drill bits require more mechanical power during the application, therefore, we recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No harm to patient -- a few minutes delay in surgery time; exact time unknown; however, delay was not more than five (5) minutes.